Event description:
It was reported that the patient has passed away, as identified from an online obituary. The patient was in hospice care at the time of her death. No additional pertinent information has been received to date.